Event description:
It was reported that a malfunction occurred on the pump, with no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump.